Event description:
It was reported the patient received the following results within 15 minutes: 126 mg/dl with his accu-chek instant meter and 265 mg/dl with the pharmacy meter.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.